Event description:
It was reported that the patient was implanted with cerasul head and a cerasul alpha insert on (B)(6) 2002. On (B)(6) 2012, the patient underwent revision surgery due to a broken inlay.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see CAPA (B)(4)), this complaint has to be reported to FDA retrospectively. The product has been received and investigated. The products have been received and investigated. Our findings are reported below: it was reported that the cerasul inlay broke and it was replaced by an alpha durasul inlay and a biolox ceramique implant from another manufacturer. The patient has corial stem already implanted. The primary intervention was in (B)(6). No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. It was noted that the cerasul head was used in combination with a non-zimmer stem. Our conclusions: the density of both parts were analyzed and found to be according to the specifications valid at the time of production. The mean grain size of the insert was also according to the valid inspection. The microstructure as obtained from the quality documents of the ball head accomplished the requirements as specified at the time of production, too. There were no indications of any pre-existing metal defect. Secondary metal transfer patterns were found on the fragments of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. A primary fracture surface and the region of the fracture origin could not be found on the fragments of the insert due to secondary damages. The existing metal transfer on the rim of the insert indicated impingement and rotation within the pe-shell. Primary metal transfer were found equally distributed on the bore surface of the ball head. Stripe wear might indicate an edge-loading situation or subluxations. A loosening of the interface between pe-shell and ceramic insert probably caused the fracture of the insert. Unless explicitly authorized on zimmer's compatibility website, zimmer does not recommend combining its implants with implants from other manufacturer. Stated in the zimmer instructions for use, "the combination of implants in this way results in a construct which falls outside of the regulatory approvals for the devices, the consequences of which is that, in such cases, responsibility and liability for clinical outcomes will not rest with zimmer. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer reference number (B)(4).